Event description:
In 2009, pt reported that his infusion device stopped working, causing a high blood glucose reading. Pt stated he felt that his blood glucose was elevated and his blood glucose meter registered 423 mg/dl. He reported he noticed that the infusion device screen was blank and the infusion device did not respond to any buttons being pressed. Pt stated the infusion device did not display any error or alert. Educated pt on the proper battery to use in the infusion device. Pt did not have the infusion device with him. Pt reported he replaced the battery with a new battery and the infusion device did not display anything on the screen. He stated, he switched to the backup infusion device pump and was able to return his blood glucose back to his target range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested return of the suspect product for evaluation.